Event description:
As reported to coloplast, though not verified, pump failure. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information this inflatable penile prosthesis was implanted in 2013 and revised on (B)(6) 2021 due to a pump failure.

Manufacturer narrative:
Titan pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Two separations were noted on the bladder of cylinder 1. These were sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. A separation was noted on the exhaust tubing of cylinder 2 near the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo the pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, may have contributed to the rough and irregular surfaces noted in the exhaust tubing of cylinder 2 near the strain relief. This indicates that sufficient stress was exerted on the tubing to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 occurred after the device packaging was opened. According to the information, the device was assumed functional for approximately eight years. Because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are likely not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.